Event description:
During the investigation into an unrelated complaint, a reportable product problem was discovered. The electrode belt would not properly record an ECG signal. The patient's electrode belt was replaced.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem was confirmed. Upon evaluation, a pinched wire was discovered in the distribution node. The root cause of the pinched wire was an assembly error. Once the wires in the distribution node were rerouted, the belt was found to be fully functional. No adverse event resulted from the pinched wire. The patient received a replacement electrode belt.